Event description:
A doctor's office alleged that two (2) patients had experienced the loss of a crown after placement with the nexus rmgi product. This is the second of two (2) reports.

Manufacturer narrative:
Patient specific with regard to age and weights were not provided by the doctor. The doctor cleaned the crown for tooth #20 and re-cemented the crown for the patient during the same visit, without further incident. To date, the patient is doing fine. The returned product was received in a condition which made analysis impossible; therefore, a 'gel time' and 'set time' tests of the retain sample was evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regards to this lot.